Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the keypad buttons were unresponsive and moisture was visible in the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/20/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 07/25/2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the complaint of unresponsive keypad buttons was not duplicated; all of the keypad buttons responded appropriately. There was no evidence of contamination found under the key contacts. During evaluation, moisture was observed from behind the display lens. A leak was found during a leak test due to a cracked pump case. The pump case was opened and moisture was throughout pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.